Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when they have their phone near the device, it gives them a little buzzing or a little shock down there in their bladder. The patient stated that yesterday they were wearing stretchy pants and they put the phone right by their waist by the elastic and when they reached over to grab some things so they wouldn't drop the phone, they felt the shocking sensation. Agent advised patient to keep the phone away from the implant site for safety until they see their healthcare provider (hcp). The patient confirmed that they did not have the sensation any longer. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient did not have the devices with them to provide programming guidance. The patient mentioned that they have a follow up appointment with their primary care doctor in 2 weeks and their urologist in 3 weeks.